Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight: unknown / not provided.

Event description:
It was reported that the implants were removed due to peri-implantitis. Symptoms reported as a consequence of the event: edema and inflammation.

Manufacturer narrative:
The following sections have been updated:0779048 d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. DHR review was completed for the subject lot numbers 1235494 & 1238026. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lot were inspected and passed all acceptance criteria by qa. Sterilization record op# 150 - str2 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.

Event description:
No further event information is available at the time of this report.